Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. It was reported the patient had a pending critical alarm with a motor stall on (B)(6) 2020 at 10:45pm and recovery on (B)(6) 2020 at 2:36am. It was noted there was no other issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correcting as the pump was never implanted. If information is provided in the future, a supplemental report will be issued.